Event description:
The complainant reported that the patient's lower extremities were cold to the touch during impella cp support. A doppler study showed significantly decreased blood flow to the bilateral lower extremities. It was documented that both legs had shutdown and a bilateral amputation was planned for the patient. Fasciotomies on both legs were performed, but the decision was made by the family to withdraw care. An amputation was not performed and the patient passed away. There is not enough evidence to disassociate the patient's passing with the use of the impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿